Event description:
It was initially reported by the nurse that their handheld is not working, hence they could not turn on the patient's device. No additional information was provided. Good faith attempts to obtain additional information has been unsuccessful. The cause of problem is unk at this time.